Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) not powering on was confirmed during functional test and the reported complaint of water inside the display was not confirmed during visual inspection. However, after disassembling the returned autopulse platform, corrosion was observed inside the display due to water damaged, the investigation findings revealed that the root cause of the reported issues were due to corrosion. User mishandling could not be ruled out, platform may likely has been hosed down with water. This device is un-repairable and it is recommend to be scrapped. Unrelated to the reported complaint, damage front and bottom covers were observed during visual inspection. The damaged front cover may have likely attributed to normal use. The returned autopulse platform was manufactured in march 2008 and it is nearly 12 years old, well past its expected service life of 5 years. During the initial functional test, the returned autopulse platform did not power on due to a seized brake gap, thus confirming the reported complaint. The root cause of the seized brake gap was due to the combination of normal use and corrosion. Historical complaints were reviewed for service information related to the reported complaint and there were two similar complaints reported for autopulse with serial number (B)(4). March of 2015 (ccr19068) and again in march of 2016 (ccr22221) due liquid damages.

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) does not power on and water observed in the display. No patient involvement.